Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The probe manifold was returned and visually inspected. The probe was cut off and was not returned with the sample. A hole (burst inside out) was observed on the clear line. Thin wall on the tubing might cause this issue. The customer's complaint was confirmed. The root cause is related to the supplier¿s manufacturing process. The pneumatic module has a maximum output specification of +57.0 pounds per square inch (psi). The pneumatic tubing is suppose to be able to withstand a pressure of 70psi for a minimum of 10 seconds. The root cause is likely that the tubing had a thin wall near the burst location. This complaint has been reviewed and the supplier has been made aware of the issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: 2021-59072

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported a pneumatic driver tubing was blown out, causing a puncture in the tubing and the cutter was not be able to work during a cataract/vitrectomy combination procedure. No patient harm was reported. Additional information was received and clarified they were alerted by the popping sound and stopped operating to evaluate what happened. The cutter and associated tubing was replaced with another one and the procedure was completed. The cutter and cassette were discarded.